Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. A registered nurse reported that the patient was supposed to get an administration of 100ml fluorouracil but returned after 46hrs with 50mls left and the pump indicated that infusion was complete. The issue occurred while in use with the patient, it's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.